Manufacturer narrative:
The patient is (B)(6) in height. An event regarding tightness/limited range of motion involving a no 3. Triathlon ts plus tibial insert x3 poly 11mm was reported. The event was not confirmed. A review of the provided medical records and/or x-rays by a clinical consultant concluded: ¿there is no confirmation of the complaints noted in the event description and no x-ray evidence of right total knee arthroplasty pathology as of (B)(6) 2012, which is more than two years since the primary surgery. No documented follow-up is available subsequent to (B)(6) 2013. There is no evidence that factors related to prosthetic design, manufacturing or materials are responsible for this clinical situation.¿ -device history review: indicated all devices accepted into final stock met specifications. -complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that there is no evidence that factors related to prosthetic design, manufacturing or materials are responsible for this patient¿s clinical situation. The exact cause of the event could not be determined because as per clinical consultant¿s medical review there is no confirmation of the complaints noted in the event description and no x-ray evidence of right total knee arthroplasty pathology as of (B)(6) 2012. The following product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5521-b-300, tri ts baseplate size 3, lot code: dabz cat. No.: 5515-f-302, triathlon ps fem component, cemented, lot code: dnhd cat. No.: 5575-x-000, triathlon fix. Peg 2 per pk, lot code: sxkka cat. No.: 5560-s-115, triathlon cemented stem-15mm x 50mm, lot code: n5e62h cat. No.: 5551-g-320, triathlon asymmetric x3 patella, lot code: a473.

Event description:
It was reported that the patient has pain, clicking and popping noise in right knee after surgery. Patient also reported that she is experiencing swelling, tightness and numbness.

Event description:
It was reported that the patient has pain, clicking and popping noise in right knee after surgery. Patient also reported that she is experiencing swelling, tightness and numbness.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker right knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.